Manufacturer narrative:
Due to the lack of available event and device details, no investigation can be completed and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient alleges that they experienced an unspecified eye infection. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the indication of an unspecified eye infection of unknown nature or severity, with lack of medical information regarding diagnosis, treatment, and outcome, and the potential for serious or permanent injury, or medication or medical intervention required to prevent or preclude the occurrence of such event, which can be associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.